Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported xenon lamp failure was confirmed due to a faulty igniter unit. However, the reported issue of no air supply was not confirmed. In addition, the brightness adjustment and narrow band imaging function was not working due to an igniter unit malfunction. Lastly, a rear panel dent was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii xenon light source spare lamp activated. In addition, the air pump, trans illumination, and the light mode changing xenon light to narrow band imaging were observed. The event occurred during preparation for use, prior to a nasopharyngoscopy procedure. There was no patient harm or user injury reported due to the event. This report is being submitted for the spare lamp issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty ignitor unit could not be identified. Olympus will continue to monitor field performance for this device.